Event description:
It was reported that there was far field r-wave (ffrw) observed on presenting rhythm. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.